Event description:
In 2009, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The trunk was placed without incident, but after the gate was cannulated, the physician attempted to advance the catheter for the contralateral leg without first advancing the sheath. This partially deployed the leading end of the device, with approx. 1.5 cm of the stent-graft open at the proximal end. It was not possible to advance it further, and attempts to push the sheath back over the device were also unsuccessful. So the physician decided to deploy the device, covering the internal iliac artery. Another contralateral leg was used to bridge the gap between the existing stent-grafts, and the procedure conducted without further incident. The pt is stable with no complications.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications.